Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarms occurred. The customer's blood glucose (bg) level was ¿high¿; however, a specific value was not provided. Bg level was addressed with a bolus from the pump. Customer cleared the alarms and continued to use the pump for insulin therapy.